Event description:
It was reported by the customer that the device was displaying an illuminated service indicator and had an error code in memory that indicates a possible failure of the device to defibrillate or to deliver an improper amount of energy. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was also observed that the device failed to charge at any energy level. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the observed condition could not be duplicated. No errors were observed when testing the defibrillation and pacer functions. Further root cause of the reported failure cannot be determined.